Event description:
Catheter had an unexpected hyperopacity on x-ray.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 222 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.